Event description:
Multiple complaints were reported that involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. Leakage of an unspecified fluid/infusate was reported where the j-loop and the microclave meet during patient use. -replaced the j-loop and microclave. -found a crack in the j-loop after removing. The customer expressed concerns regarding open fluid pathways that put the patient at increased risk for catheter related blood stream infection. -extra line entries were required. The affected area/unit location was at mcsa. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was no report of any specific patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary: one (1) used. List # mc33038, 7" was returned for evaluation. As received, an unknown solution residual observed inside the sample. A crack on the female luer was observed. No mating device was returned for evaluation. The returned set was tested and a leak from a crack was confirmed. Complaint of leaks can be replicated. The probable cause is due to a material issue on a vendor supplied part. A device history lot review was performed and no discrepancies, anomalies or nonconformances were identified that might be related with the condition reported by customer. Corrective and preventative actions are in process.